Event description:
It was reported that the patient underwent fusion at l2-3 utilizing a transforaminal approach and by mixing rhbmp-2/acs with autograft and placing the mixture both in and outside a leopard cage. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with: degenerative disc disease l2-3; chronic low back pain. The patient underwent the following procedures: partial laminectomy at left side of l2; posterolateral arthrodesis at l2-3; transforaminal lumbar interbody fusion l2-3; placement of 9 mm tlif cage l2-3 with rhbmp-2 bone morphogenic protein; harvest of local autologous bone graft; posterior instrumentation with instrumentation l2-3; fluoroscopy of the spine for localization; microscopic dissection of the spine. As per-op notes, ¿the disc space was sized to 9 mm and a 9 mm cage was placed with rhbmp-2 sponges within the cage. A sponge was also placed anterior to the cage. No bmp was placed posterior to the cage or in contact with the nerve root.¿ the patient was taken to the recovery room without incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.